Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (unk mcg/ml at unk mcg/day) and dilaudid (hydromorphone) (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024 and did not have it interrogated until ¿today.¿ the healthcare provider (hcp) stated he refilled the patient who was asymptomatic and expected 4 ml back but got 8 ml. There would have been a much greater volume discrepancy had the pump truly been stalled for that time though. He already sent the patient home but did not see a motor stall recovery in the logs. The technical services (tss) discussed bringing patient back and verifying motor stall recovery shows up in logs, explained telemetry mode etc.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.